Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a large air gap in the luer lock and tubing. The user's blood glucose (bg) level was 300 mg/dl. Reportedly, the user stated that the elevated bg level could be due to miscalculating food boluses. The user addressed the bg level with a bolus via the pump. Reportedly, the user primed the tubing, removed the air bubbles, and resumed insulin delivery.